Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged there was positioning/fixation difficulty and the lead dislodged. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).